Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pg7 liner would not seat. After several failed attempts, surgeon opened a new one, and had no issues with the new one. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage on the backside from attempted use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.